Manufacturer narrative:
Approximate age of device- 4 months, 25 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient's pump stopped with speeds jumping from 9000 rpm to 0 rpm back to 9000 rpm. There was a green circle on the controller turning on and off intermittently. No hum was audible upon auscultation by ems. The patient system controller was replaced with the backup controller by ems but the same issue persisted. Driveline damage was suspected. Emergency care recommendations communicated regarding advanced cardiac life support (acls), defibrillation/cardioversion, and compressions to ems personnel. There was a driveline disconnect alarm occurring. Additional information received the patient continued to have low flow alarms after admission and pump stoppages for 240 minutes. Log file review confirmed the data showed pump stoppages, driveline disconnects, low flow hazard alarms, and speed drops greater than 200 rpms. These events occurred while patient was connected to battery power and could possibly have been caused by a possible phase to phase short. No additional information was provided.

Event description:
Additional information: device was disconnected on (B)(6) 2019 and patient was awake, alert and oriented. It was not recommended that the pump be restarted after being off for a significant amount of time as there may have been potential thrombus being expelled or released in the circulatory system. Log files from the primary controller were also sent for analysis and showed the same as the backup controller, including pump stoppages, low flow hazard alarms, and speed drops greater than 200 revolutions per minute. The patient was sent home from the hospital on dobutamine and passed away at home approximately a week after discharge. The patient was not a candidate for pump exchange or transplant. The physicians deemed that if the patient were to have a pump exchange a few months prior he would not have survived another surgery. The patient expired on (B)(6) 2019. The exact cause is unknown. No autopsy was performed and the pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a low speed and pump stop events can be confirmed based on the submitted log files. The primary controller log file contained approximately 7 minutes of data, spanning from 02may2019 14:26 to 02may2019 14:33, while the backup controller log file approximately 3 hours of data, spanning from 02may2019 15:14 to 02may2019 18:03. Both log files captured continuous low-speed events and pump stops. Throughout both log files, pump power, flow, and pi ranged from 0.0-17.0 watts, 0.0-0.3 lpm, and 0.0-7.2, respectively. The low-speed and pump stop events captured in the log file appeared to occur while the patient was supported by battery power. Based on past history and similarly reported events, the data captured in the log file is potentially consistent with two or more damaged wires in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined. No autopsy was performed, and the device was not explanted. No product available for investigation. The heartmate ii lvas IFU outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, low speed, and pump stops. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.